Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant, the implantable pulse generator (ipg) exhibited a loose setscrew. Upon inserting the atrial lead into the header and tightening the set screw, the wrench clicked once and then continued spinning. The atrial lead could not be retracted from the header no matter how much the wrench was spun. The direction of the wrench was changed and they were able to loosen the set screw and retract the lead. The device was not used and replaced. No patient complications have been reported as a result of this event.